Event description:
Consumer alleges going up her ramp the chair allegedly tipped backwards with the consumer in the chair. Customer is using the unit on a non-ada approved ramp causing the issue.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.